Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified since the reported event was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during preparation for use, the video system center had an error code e105. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported e105 error. The device power switch got stuck and would not operate sometimes. Additionally, there was old harness in the device and needed replacement. The faulty part will be replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.